Manufacturer narrative:
Intuitive surgical received the the psmc and hrsv involved with this complaint and completed the device evaluations. Investigation found that the pmsc and the hrsv were defective, causing the reported vision issue experienced by the site. Based on the information provided, this complaint is being reported due to the following conclusion: it was reported that during a da vinci assisted surgical procedure, the site experienced vison loss in the right eye channel of the hrsv, requiring the site to complete the planned surgical procedure with a replacement ssc. While there was no report of any patient harm, adverse outcome or injury and the planned surgical procedure was completed with a replacement ssc, recurrence of the reported issue could cause or contribute to an adverse event. As of august 2, 2016, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci assisted surgical procedure, the right eye image through the high resolution stereo viewer (hrsv) went black. With the assistance of an isi technical support engineer (tse) the site cycle powered the system, the circuit breaker on the vision side cart (vsc) and the circuit breaker on the surgeon side cart (ssc); however, the issue recurred. The tse then instructed the site to cycle power the system, reseat the blue fiber cable and disconnect the digital visual interface (dvi) cable connection to the ssc; however, the issue persisted. The surgeon made the decision to complete the planned surgical procedure with a replacement ssc. There was no report of any patient harm, adverse outcome or injury due to the reported issue. The investigation performed by the isi, field service engineer (fse) concluded that the vision issue experienced by the site was associated with the module surgeon console (pmsc) and the right lcd on the hrsv. The hrsv provides the video image for the ssc and the pmsc is a module that consists of 5 interface boards. The fse replaced the pmsc and the hrsv to repair the system.